Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient had a routine 45-day follow-up computed tomography (CT) scan and imaging revealed a small amount of flat thrombus on the atrial side of the closure device. No additional thrombus were in the laa. The patient will be placed back on anticoagulation medication (eliquis).